Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values with a diagonal-downwards trend arrow when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, the customer obtained an unspecified low values and experienced symptoms of hyperglycemia and "abdominal headaches". Hcp contact was made and the customer was treated with IV insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.